Event description:
Litigation alleges that patient experienced pain, discomfort, and multiple dislocations, which negatively affected ability to perform activities of daily living. Blood tests have revealed consistently elevated levels of chromium and cobalt.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note from (B)(6) 2009 indicated dislocations. The stem was revised, but there was no mention as to why it was revised. No labs were provided for the alleged high metal ions. The stem placed on (B)(6) 2009 is being reported for the alleged high metal ions. The 4 product(femoral head) is being changed to the stem. The revision operative note from (B)(6) 2009 indicated instability, dislocation, and loose femoral implant. A second liner isn't being reported for the dislocation as it wasn't revised during the (B)(6) 2009 revision. The 5th product (unknown stem) is being change to a srom stem and a srom sleeve is being reported as both implants were revised and it didn't indicate which implant was loose.